Event description:
Per the audiologist, the patient reported decreasing sound quality when using the cochlear implant system. Results of an integrity test done in 2008, were consistent with normal receiver/stimulator function with multiple electrode anomalies. Deactivation of the anomalous electrodes did not solve the problem. The patient's device was explanted in the same month, and a new device was reimplanted during the same surgery.

Manufacturer narrative:
.